Event description:
It was reported that the transfer set was leaking at the point of connection to the patient line of the automated peritoneal dialysis (apd) set with cassette. This occurred during the therapy on the homechoice (hc) device, during dwell one while the home patient (hp) was connected. The caregiver (cg) requested assistance from the technical service representative (tsr) to end the therapy and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient/event as (B)(4).